Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient indicated that his inflatable penile prosthesis (ipp) was undersized. A surgery was performed and the physician elected to replace the cylinders and pump. The prosthesis was upsized by 2 cm. There were no patient complications. The patient is expected to fully recover.